Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue with the sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an early sensor expiration. The reported event of an issue with the sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.